Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2016-03466. It was reported the patient (australia) experienced ineffective and unintended stimulation due to the left lead migration (confirmed via x-rays). Surgical intervention was taken on (B)(6) 2016 wherein the left lead was explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively. The patient received two occipital leads(off-label). It is unknown which one is the left lead. Therefore, both the leads are being reported.